Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2015 and no other similar events have been reported. No short-term or long-term trends, conducted in accordance with livanova procedure, have been detected for the reported type of failure. Based on the collected elements, the cause of the claimed problem is attributable to an excess of rust on one of the heating elements. No other specific action was currently deemed necessary. Livanova maintains and documents the periodic customer events monitoring process to evaluate actions for the improvement of the products.

Manufacturer narrative:
Customer complained that the machine was not heating properly. After inspecting the machine, I noticed that there was excessive rust on one of the heating elements. - replaced the heating element. - calibrated temp probes performed a functional test of the machine to validate that it was heating and cooling properly withing the manufactures specifications.if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a 3t heater coolere was not warming up during a procedure. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.